Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that for the past 6 months prior to the report, the patient felt like his pump hasn't been working. The reporter was not sure if the cause was an issue with the device or if it was disease progression, so they would be performing a dye study. The pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.